Manufacturer narrative:
It was concluded that the knee nail fractured by metal fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, leading to overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union and chronic non-union or mal-union of the bone fracture. No materials or manufacturing deviations were found in this investigation.

Event description:
Additional information received indicated the patient also experienced an event of transient hypotension on the day of the index procedure. The patient was treated with medication and the event resolved the same day. The investigator assessed the hypotension event as possibly related to the carotid wallstents and unrelated to the filterwire ez.

Event description:
It was reported that a revision surgery was performed due to a broken nail.